Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection with 1 syringe of juvéderm volbella® xc in the smoker lines/lips, the patient experienced ¿late onset nodules¿ a little over a month post injection. About a month and a half later, the patient was treated with an injection of vitrase, and again treated 6 days later. Symptoms are ongoing.

Manufacturer narrative:
Additional data: date of event.

Event description:
Symptoms resolved about 4 months after injection.